Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: description: artisan surgical lead; 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had swelling and pain at the battery site. Ultrasound revealed fluid collection at the area. The patient underwent an explant procedure.